Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an inaccurate delivery. Per report, "500ccs ran in an hour instead of the set rate of 25ccs". There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided.

Event description:
It was reported an inaccurate delivery. Per report, "500ccs ran in an hour instead of the set rate of 25ccs". There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion could not be confirmed. Log review and testing could not identify or replicate the issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2011 fluid delivery performance testing for infusion pumps. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. Review of the suspect pump module error log was found with no records related to the reported issue. The review of suspect pump module event log showed that on (B)(6) 2025 at 6:26 pm, a new infusion was started with a rate of 25ml/hr and a volume to be infused of 100ml. The channel alarmed for patient side occlusion and the user restarted the infusion. At 6:29 pm, the user paused and restarted the infusion two times. At 6:31 pm, the user paused the infusion and channeled off the unit. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log, it only can reflect the inputted information it receives. The alaristm system with guardrailstm suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. It is possible that there was a back check valve failure with the primary administration set; however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion could not be identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.